Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent malfunction alarms occurred. There was no adverse impact to customer's blood glucose level. Reportedly, the customer continued using the pump and had manual injections as alternate insulin therapy.